Event description:
It was reported that the 2600 system experience a cross motion and lateral drive error to bootup. Rebooting the unit did not repair. There was no patient involved.

Manufacturer narrative:
A ge service representative performed an on site investigation. Identified a defective encoder on the ms lateral tabletop motor. Replaced motor. The system was tested and found to be working as intended.